Event description:
Deflated left breast implant with bilateral replacement using another brand. Unknown if initial use. Original surgery was performed in 1999 using hutchison hsl 0300 saline-fill implants, filled to a volume of 330cc which is within the recommended fill volume limit. Pt underwent bilateral replacement surgery about 6 months later. Both implants were replaced with mentor saline-fill breast implant, 350cc, filled to 340cc on both sides.